Event description:
Information was received from via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device was explanted due to patient request and lack of use. The battery was reported to be overdischarged. The system was explanted and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.